Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing episodes due to lead noise were observed via a merlin transmission. Lead replacement was recommended. No further information is available at this time.

Event description:
New information received states that the lead was explanted and replaced. The patient was in doing great after the procedure.